Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Subsequently, this crt-p will be explanted and replaced. No adverse patient effects were reported. Additional information was received which indicated that, this crt-p was explanted and replaced. The device will be returned for analysis. No additional adverse patient effects were reported. Additional information was received which indicated that, this device also recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No additional adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Subsequently, this crt-p will be explanted and replaced. No adverse patient effects were reported.